Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a lowest blood glucose of 61 mg/dl after a meal was announced when glucose was already low, and the condition was treated with oral glucose while monitoring continued. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary disruption to daily activities due to approximately 40 minutes of glucose levels below range and no need for professional medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and that the event was managed with oral carbohydrates and education to avoid announcing meals when glucose is low. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.